Event description:
It was reported that the catheter became disconnected at the stopcock site most distal from the pt. This is a male/female connecting piece that should be fused; there is no luer lock. There was no pt injury and no delay in surgery/procedure. Add'l info has been requested but no new info has been rec'd to date.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.